Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the left limb occlusion event was unconfirmed due to a lack of medical imaging at the time of the reported event. This event is most likely user related and the case is off label due to aorto-iliac occlusive disease, with iliac stenosis noted on the 11-month post CT scan. No procedure related harms were identified. The patient's current tobacco usage also likely contributed to this event. The final patient status was discharged on the first post-operative day following a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx2" corrections: h6: patient code: remove 1924 h6: result code: remove code 3221 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx2."

Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 1.5 years post-op, occlusion was identified in the left common iliac artery located distal to the stent graft. The physician elected to implant three (3) ovation ix stent graft extenders. The patient was reported as doing great.